Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler for the day until next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). The patient contact reached out to the pdrn and spoke to them about the issue. The pdrn advised the patient contact to call back and request a replacement cycler. The patient contact was advised to allow cycler to dry and try new supplies and call back if issue reoccurred. Upon follow up, the patient contact confirmed the reported fluid leak event. The patient contact confirmed that fluid was found at the end of treatment when removing the cassette from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated it is unknown if the cycler alarmed prior to the leak; however, the patient was able to complete treatment with the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event by using cassettes from a different lot. The patient contact could not confirm if the used cycler set was discarded or if brother brought it to the clinic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler for the day until next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). The patient contact reached out to the pdrn and spoke to them about the issue. The pdrn advised the patient contact to call back and request a replacement cycler. The patient contact was advised to allow cycler to dry and try new supplies and call back if issue reoccurred. Upon follow up, the patient contact confirmed the reported fluid leak event. The patient contact confirmed that fluid was found at the end of treatment when removing the cassette from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated it is unknown if the cycler alarmed prior to the leak; however, the patient was able to complete treatment with the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event by using cassettes from a different lot. The patient contact could not confirm if the used cycler set was discarded or if brother brought it to the clinic.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.